Manufacturer narrative:
The tech found the side rail latch guard was bent and causing the side rail to bind up. The tech repaired the side rail latch guard by straightening it to resolve the issue.

Event description:
The tech alleged that the side rail would not raise up and latch. No pt impact.